Event description:
On june 30, 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra 2 meter was losing its date and time. The reporter indicated that the alleged meter issue started on two days before. The reporter stated that the patient just "blew it off." As a result of the alleged issue, the patient allegedly stopped taking his novolog insulin. On an unspecified date/time after the issue began, the patient reportedly developed symptoms of "excessive thirst." It would have been helpful to know the following information: the patient's testing frequency, his medication regimen, and what actions the patient took before, during, and after the symptoms developed. In addition, it would have been helpful to know what date/time the patient stopped taking his novolog insulin, what his last meter reading was before the issue began, what date/time the symptoms started, why the patient stopped taking his insulin, if he was still able to test although the date/time issue was occurring, and how the patient utilizes the date/time of the meter with his readings and diabetes management. The reporter claimed that he replaced the batteries 2 times but this did not resolve the alleged issue. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.